Event description:
It was reported that shaft break occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to deliver the stent, the shaft broke. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.